Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon removal difficulties from the stent were encountered. In 2005 the patient presented with unstable angina. The target sesion was moderately calcified and located in the non-tortuous mid circumfles (cx) artery - vascular access obtained with the femoaral artery. Using a 6fr cls mach 1 guide catheter and a pt graphix guidewire the taxus express2 3.0 x 20 mm drug eluting stent was successfully advanced and inflated without difficulty. The vessel had not been predilated. The midpart of the stent did not fully expand/inflate when taken to 16 atm. The physician decided not inflate any higher (in case of dissection with the balloon).he felt it would be better to post dilate with a quantum maverick high pressure balloon. When removing the delivery balloon he slowly withdrew and the balloon got caught inside the stent. This caused the guide catheter to jump into the cx artery. After sometime he managed to position the guide cathet just proximal to the stent and the delivery balloon and, with great force, he pulled the balloon and guidewire back into the guide catheter. The physician went back in with a 3.0 x 12 mm quantum maverick balloon and successfully post dilated the taxus stent. There was a small triponin rise post procedure indicative of a small myocardial infarction which was medically treated. The patient is now reported to be doing very well.